Manufacturer narrative:
This report is being submitted as part of a retrospective review per CAPA 686868. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The customer called for an issue not covered by existing troubleshootingguides. Refer to the event description for more details. Cust received a change sensor alert. Explained possible causes. Cust isunable to run a transmitter test and/or test passed. Cust advised to try another sensor. Customer is reporting a discrepancy between sg and bg which is not within range. Explained sensor may have no longer been responding to glucose changes. Customer reported low bgs. Updated summary: customer reported having sensor glucose of 175mg/dl versus blood glucose of 59mg/dl. No treatment was mentioned for the low. Customer could not test transmitter. Customer declined troubleshooting as she was driving. It was unknown if the pump was used within 48 hours of the low. It was unknown if sensor was used. It is unknown if customer will continue to use the pump. Pump is not returning for analysis.